Event description:
The field engineer reported that the system locked up and displayed a communication failure and a generator error message. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply voltage was adjusted. The system was then found to be operating as intended.